Manufacturer narrative:
Bsc ID (B)(4).tw (B)(4).

Event description:
It was reported a possible puncture burn occurred. The patient was undergoing radiofrequency ablation of their kidney. A 4.0/15/15 leveen¿ coaccess¿ was used. The physician reported that the treatment algorithm was followed per the instructions for use. Toward the end of the procedure, the physician noted the smell of burning tissue; however, the patient did not have any symptoms or come to any harm. The ablation was successful. The patient was stable. The physician indicated she would follow up with the patient and report if any additional care or treatment is required. Additional information has been requested by boston scientific, but has not yet been received.

Manufacturer narrative:
Device evaluated by MFR: a coaccess electrode system was returned. Visual examination revealed residue present on the device indicating use and handling. The tines were fully retracted. The insulation of the device does not have any visual issue. A functional evaluation was performed by extending and retracting the array with no resistance noted. The array extended fully and the tines were evenly spaced and un-deformed. A second functional evaluation was performed by measuring the continuity, electrode was able to conduct current indicating proper connectivity. The device passed the resistance test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported a possible puncture burn occurred. The patient was undergoing radiofrequency ablation of their kidney. A 4.0/15/15 leveen coaccess was used. The physician reported that the treatment algorithm was followed per the instructions for use. Toward the end of the procedure, the physician noted the smell of burning tissue; however, the patient did not have any symptoms or come to any harm. The ablation was successful. The patient was stable. The physician indicated she would follow up with the patient and report if any additional care or treatment is required. Additional information has been requested by boston scientific, but has not yet been received.